Manufacturer narrative:
Event: corrected approximate months from 43 months to 53 months.

Event description:
Approximately 53 months post index procedure, the patient experienced restenosis.

Manufacturer narrative:
Upon further review, it was determined that the correct index date is 11/14/2014 and is a duplicate of MFR report number 3009784280-2019-00112; therefore, this complaint will be invalidated.

Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical study. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID # (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2014, a stellarex catheter was used to treat the target lesion of the left mid sfa. Approximately 43 months post index procedure, the patient experienced restenosis. A revascularization of the target lesion was performed on (B)(6) 2018. Approximately one month later, the patient experienced restenosis. A successful revascularization on the target lesion on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.